Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported that during the week in 2007, she began peritoneal dialysis. She also reported that for the three days her blood glucose has been elevated to 400-500 mg/dl. She stated that she is bolusing through the infusion device to reduce the elevated blood glucose, but this has not been enough. The patient reported that she also has had to administer insulin injections to help reduce her blood glucose. The patient was educated that peritoneal dialysis can elevate blood glucose levels. Upon follow up with the patient, the patient reported that she increased her basal rates and now her blood glucose is in the 200 mg/dl range. Upon further follow up fouthteen days later, the patient reported that she is doing just fine and that her blood glucose is ranging from 150-250 mg/dl which she reported to be "okay". The patient did contact her physician regarding the elevated blood glucose values. No product was requested to be returned.